Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd minibore bi-fuse ext set 2cc had leakage. The following information was provided by the initial reporter: customer said "bi-fuse maxplus mp2202c-0006 in use. The patient had called for assistance as had observed blood dripping from the IV line connector (maxplus mp2202c-0006). Floor and bed had been blood stained. The nursing staff attended the IV line care as per protocol and disconnected the affected line (bi-fuse maxplus mp2202c-0006) bi-fuse maxplus mp2202c-0006 dislodged. Faulty equipment. Upon inspection, it seems that the dislodgement occurred within the integrity of the equipment itself. There are two suspect batch numbers affected 25029182 and 22109126. These have been isolated. The affected maxplus mp2202c-0006 IV connector has also been isolated by the num." Additional information received from the customer: please confirm if the fault was identified during priming or during infusion? If during infusion, how long into the infusion? It was connected to the patient during an infusion. No idea how long into the infusion. 12 to 18 hours post connection of maxplus ext set. Please confirm the infusion set-up ¿ gravity or pump, height of infusion line, entry point to patient, infusion rate and pressure, infusion line set-up (other extensions or accessories) etc? Pump. Height was standard, 2 metres. Central line. Slow rate but not sure the specifics (20 ml per hour for kvo). No. One to each line. Please confirm the make and model of the connecting product(s)? Standard fresynius lines from fresynius pumps. Please confirm if there is any visible damage on the set ¿ such as cracks, flashes or deformation of the piston? No visible damage. Only the detachment. Please confirm the exact location of the reported fault within the set? This has been listed and product is on it's way to quality. Please confirm what substance was being infused during the time of the event? Kvo and normal saline. Was there any patient harm? No. Was there an under infusion? No. Please confirm if the sample has been disinfected ¿ if so when and with what substance? No.